Event description:
Treatment day: laser ablative procedure to face, neck, chest. Post-op day # 1: user facility reported: patient used post treatment recovery kit provided by user facility for post-operative skin care to face, neck and chest. Post-op day # 2: patient did not use recovery kit for skin care. Per user facility report: patient did not perform post operative skin care to the operative area on post-operative day # 2. Post-op day # 3: presented to user facility for post operative follow up appointment. User facility reported patient presented with "100.5 f axillary fever" and "green drainage" in operative area. Patient sent to e.r. By user facility. Patient diagnosed with "infection, and given antibiotics." Operative area debrided by e.r. Doctor." Patient prescribed antibiotics and pain medication. Discharged from e.r.

Manufacturer narrative:
The device was evaluated 3 months prior to the reported incident. No failure detected, device operated within specification. The device did not malfunction. Device operator manual and guidelines state the following: patients are more susceptible to irritation or infection following procedures that disrupt the surface of the skin. If this occurs, it is important to properly diagnose and treat these conditions in order to avoid delayed wound healing, scarring, or spread of an infection. Treatment for these conditions often requires prescriptive medications.